Event description:
It was reported that in (B)(6) 2025 the customer had an elevated blood glucose (bg) level of 690 mg/dl and ketones; cause of bg not known and customer could not recall the exact date. The customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 3 days later with the issue resolved and no permanent damage; however, the customer could not recall the specific date. Tandem technical support (tts) offered to complete a system check, however, customer unable to complete the check.